Manufacturer narrative:
(B)(4).

Event description:
It was reported the clinician experienced difficulty prior to insertion. She was unable to advance the guide wire through the needle all the way due to pre-existing bends in the wire. This was discovered when removed from the package and were not used on the patient. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4). Device evaluation: it was reported the clinician experienced difficulty prior to insertion was confirmed. One damaged guide wire was returned. Microscopic examination of the returned guide wire found that the coil wire was missing from the core wire. The core wire on the soft end of the guide wire was curled which is characteristic of separation caused by contact with a needle bevel. Note: an introducer needle is not provided as part of the pw-18045 guide wire component. The instruction booklet provided with the guide wire, cautions not to withdraw the guide wire against the needle bevel to minimize the risk of possible severing or damaging the wire. The guide wire drawing specifies the length of guide wire at 45cm +/-1.25. The length of the returned sample was 41.2 cm indicating that approximately 3.8 cm of the core wire was also missing. A device history record review was performed and did not reveal any manufacturing related issues. Since the condition of the guide wire upon removal from the package could not be confirmed because of subsequent damage to the guide wire, the probable cause of other remarks: this issue could not be determined. No further action will be taken.